Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a cracked case is unintentional user damage; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump appears to have been dropped. The back panel was cracked and does not stay in place. The pump also read 24.6mls left to be given, but pharmacy was unable to aspirate any drug from cartridge. No adverse patient effects were reported by the customer.